Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file has been assessed for the necessity of the performance of a clinical investigation. Based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. On (B)(6) 2018, this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called customer service for operational assistance with a soft alarm ¿ patient line is blocked message. During the call, the patient reported he just returned from the hospital. Follow-up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 revealed the patient went to the emergency room (ER) on (B)(6) 2018, and was discharged the same day for hypoglycemia (details unknown). The discharge summary was unavailable during the call however; the pdrn reported the patient resumed pd therapy without issue. There is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
A peritoneal dialysis (pd) nurse reported a patient who visited the emergency room on (B)(6) 2018 for hyperglycemia, and returned home that same day. Medical records of the visit were requested but were not provided. The pdrn confirmed the patient has resumed their pd therapy without issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.